Event description:
The patient received her scs system, including a surgical lead, on (B)(6) 2008. It was reported the patient's ipg suddenly lost stimulation after the patient had fallen down a flight of stairs. Examination of the patient's scs system found high impedances on the surgical lead due to a fracture. The lead will be replaced. It is currently unknown if the lead will be returned to the manufacturer after it is explanted. Follow up on the patient found no further issues reported.

Manufacturer narrative:
The event occurred in (B)(6). Two meters were reported to have been in use when the reported comparisons were obtained. Caller did not specify which meter produced which result.

Event description:
Caller states neonate patient received the following performa system/lab results within 10 minutes: 67 mg/dl/50 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.